Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two days after the implant procedure, there were high out of range pacing impedance measurements on the device and right ventricular (rv) lead. Additionally, there were increase threshold measurements. X-ray was performed and confirmed the lead was in the implanted position. The next day, the pacing impedance measurements had normalized, but the threshold measurements remained high. Additionally, there was loss of capture at maximum output. As a result, a revision procedure was scheduled. The rv lead was repositioned to the lower part of ventricular septum. Following the revision, all measurements were appropriate. No adverse patient effects were reported.